Event description:
An impella cp device was inserted via the right common femoral artery in an 85-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Following insertion, the inlet of the impella cp was noted to be directed toward the mitral valve, and suction alarms were observed. Multiple attempts were made to reposition the device; however, optimal positioning could not be achieved, and adequate flows were not obtained due to persistent malposition. A clinical decision was made to explant the impella cp. The patient survived following explant. The reported events are low pump flow, positioning issues, medical device removal, and hemodynamic instability. Although low pump flow and positioning issues were coded as malfunctions, the impella cp is conservatively reported as a serious injury due to device removal and hemodynamic instability associated with temporary interruption of mechanical circulatory support during the explant. However, the explant was performed without complication, and the temporary interruption of support occurred without known adverse consequence to the patient.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the position issue was not determined due to lack of clinical details, no product returned for analysis. Low or blocked pump flow: the cause of the low or blocked pump flow was not determined due to lack of clinical details, no product or data logs returned for analysis.